Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The most likely cause(s) of this type of event is prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a large pectoral button kit was being usd for a pectoralis major repair procedure. The surgeon drilled uni-cortical with 3.7mm drill from the pec button, large eyelet kit. He passed fibertape through the eyelets of the pec button and inserted the button into the drill hole. When he was happy that the button was seated, he attempted to unscrew the inserter from the button. At this point the threaded portion of the inserter broke and remained in the button. When the surgeon pulled on the fibertape the button came back out of the drill hole. The 1st button was removed from the fibertape, a second pec button was retrieved from the kit and the fibertape passed through the eyelets. The surgeon inserted the pec button into the drill hole and attempted to unscrew the button inserter, again the threaded portion broke and remained in the button, the 2nd pec button came out of the drill hole. The surgeon was unable to remove the threaded portion from the pec button, and felt it was secure in the button. He implanted the button again and it stayed in the patient with the threaded portion of the inserter attached. A 3rd pec button from the kit was implanted in a separate drill hole without incident. No patient injury reported, procedure was completed successfully with 2 of the 3 pec buttons from the kit. One pec button with threaded portion of inserter still in button, and 3 inserters- 2 with broken tips, and one intact will be returned for inspection.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed on two devices. The evaluation revealed that two of the three threaded shafts have a broken tip, tips broke at the undercut or relief area. The surface of the fracture appears to be rough with little deformation which is typical on metal fractures due to bending stress. On the third returned shaft, it was observed that the tip was slightly bent. The most likely cause(s) of this type of event is prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a large pectoral button kit was being usd for a pectoralis major repair procedure. The surgeon drilled uni-cortical with 3.7mm drill from the pec button, large eyelet kit. He passed fibertape through the eyelets of the pec button and inserted the button into the drill hole. When he was happy that the button was seated, he attempted to unscrew the inserter from the button. At this point the threaded portion of the inserter broke and remained in the button. When the surgeon pulled on the fibertape the button came back out of the drill hole. The 1st button was removed from the fibertape, a second pec button was retrieved from the kit and the fibertape passed through the eyelets. The surgeon inserted the pec button into the drill hole and attempted to unscrew the button inserter, again the threaded portion broke and remained in the button, the 2nd pec button came out of the drill hole. The surgeon was unable to remove the threaded portion from the pec button, and felt it was secure in the button. He implanted the button again and it stayed in the patient with the threaded portion of the inserter attached. A 3rd pec button from the kit was implanted in a separate drill hole without incident. No patient injury reported, procedure was completed successfully with 2 of the 3 pec buttons from the kit. One pec button with threaded portion of inserter still in button, and 3 inserters- 2 with broken tips, and one intact will be returned for inspection.